Event description:
Cracks in the polycarbonate housing of the oxygenator were noted. In the course of 24 hours they had become so large and numerous that it was felt that imminent rupture of the device was likely. It was replaced in a controlled manner per standard protocol. No adverse effects were noted.